Manufacturer narrative:
A ge service representative performed an on site investigation. The wig wag brake was replaced and the x-ray tube was re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a filament failure error message. No pt injury was reported.